Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was discovered to be fractured during a ipg replacement. A port of the lead remains implanted. Surgical intervention may be pending. The investigation did not determine which lead attributed to this issue.